Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the device is currently implanted in the patient. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the case was rescheduled so they will respond with the device return status after they know what it is. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. There was an overdischarge beginning on an unknown date. The patient could not recall the last time they used their stimulator or recharged it. It has been well over a year. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was seen on (B)(6) 2018 at the healthcare professional¿s (hcp) office stating that they have been unable to charge and could not connect to their ins with their patient programmer. The rep was unable to connect with their physician programmer. The patient did not have their recharger with them so a trickle charge was scheduled for (B)(6) 2018. The issue was not yet resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported. Additional information was received from a representative (rep) and a consumer regarding the patient. The rep met with the patient on (B)(6) 2018 at the healthcare professional's (hcp) office to perform a trickle charge. The rep stated that the first attempt was unsuccessful. They reported the patient was unable to stay after the second attempt was started. The rep spoke with the patient on (B)(6) 2018 and they were still unable to recharge. The rep discussed with the patient that they would need to meet at the hcp's office again either for another attempt or to discuss possible replacement. No further complications were reported. Follow up was conducted. Additional information was received from the manufacture representative (rep) on (B)(6) 2018. There were no symptoms reported. This information was confirmed with the physician. No further complications were reported/are anticipated. Additional information was received from a representative (rep) regarding the patient. It was reported that the patient was scheduled for an implantable neurostimulator (ins) replacement on "(B)(6) 2018." No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-03. The rep indicated that the ins was replaced on (B)(6) 2018. The healthcare professional (hcp) also revised the pocket a little higher at the time of replacement because the patient had complained of difficulty recharging because of the previous pocket placement. The explanted device was discarded by the account. The hcp did not want to return it. No further complications were reported/are anticipated.